Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. In addition, it was reported the pump speakers did not "sound as intended". Customer's blood glucose level was 200-532 mg/dl. Customer changed the infusion set site and delivered a bolus to address blood glucose levels. Customer continued to use the pump for insulin therapy.